Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and self tests; it failed the rewind test. During rewind, an unexpected pump error 38 occurred. Upon further review, the home motor switch was corroded. There was also traces of corrosion found on electrical board around the battery connectors. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, occlusion tests due to the inability to rewind the motor. The motor was tested outside the unit, and it failed. No cracks in the case of the unit were noted; however, the middle (enter) keypad button is cracked.